Event description:
The customer¿s olympus sales representative reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to wipe down the scope connector with alcohol and continued to have the error. Customer had no other tower to try the scope in but did try a different scope and had no issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device was not returned for physical evaluation. The investigation was unable to establish the root cause of the reported b30 error code. Olympus will continue to monitor field performance for this device.